Event description:
Attempted to activate the flowtron scd (sequential compression device) unit after connecting to patient scd sleeves. Unit powers on but would not cycle. Unit unplugged, disconnected from patient and re-plugged into another outlet, reconnected to patient. Flowtron never cycled nor did the light turn green. Removed from service and another unit obtained. New unit worked well. No patient harm.